Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers spouse reported via phone call that they were hospitalized due high blood glucose on (B)(6) 2019 and also had under delivery. The customer¿s blood glucose level was over 500 mg/dl, 218 mg/dl, 618 mg/dl and 300 mg/dl. The customer was treated with intravenous and injection. The customer had symptoms such as vomiting. The customer alleges pump was under delivering due to bolus and could not bring blood glucose down. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised if high blood glucose persist following the set change we can perform a high pressure test. The insulin pump will not be returned for analysis.